Manufacturer narrative:
Outcome of sleeve gastrectomy versus single anastomosis sleeve ileal bypass on the cardiac functions and rhythm disturbance: (B)(6), obesity surgery, 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study compared the impact of laparoscopic sleeve gastrectomy (lsg) versus single anastomosis sleeve ileal bypass (sasi) on cardiac functions and rhythm disturbance in the obese population between january 2021 and march 2024. In both approaches, a covidien linear stapler, a single green reload of 60¿4.8 mm, was used to staple, followed by blue reloads of 60¿3.5 mm. Additionally, in the sasi group, a 45-mm covidien linear stapler was used to create an antecolic side-to-side gastrojejunostomy at the posterior wall of the region between the antrum and the body of the stomach. There were 72 patients included in the study, and staple line bleeding was noted in two patients. Interventions and patient outcomes are unknown.